Event description:
The customer reported that the system made a popping noise, a burning smell and was rendered inoperable. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The workstation power supply was replaced and the high voltage cable was relubricated. The system was then found to be operating as intended.